Manufacturer narrative:
The visiting field support engineer (fse) pulled the associated audit logs for review. A review of the logs determined that the alarm had been triggered and alarms were heard during diagnostic testing. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. Based on the global decision tree results, the available information suggest that the product problem would not be likely to cause or contribute to a death or serious injury if it were to recur. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mx800 patient monitor indicating that they did not hear an alarm or re-alarm of an spo2.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported there is a visual alarm on the monitor but the sound is missing. The device was in use on a patient. There was no report of patient or user harm.